Event description:
It was initially reported that device dug into muscle tissue and require an add'l donor site to be used. Add'l clinical info determined that during the procedure the surgeon attempted to take a slit thickness graft from the pts left thigh (donor site) and experienced a severe digging which penetrated into the pt's muscle. A second physician was called in to assist with the second attempt of a donor graft from the pts left thigh. During this attempt, the dermatome skipped slightly, but a sufficient graft was obtained to complete the case. No further info was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
May 31, 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device, informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was mfg on 07/20/2013 and has no repair history at zimmer surgical. Investigation revealed the master blade was flush with the control bar. Prior to repair, the device was outside calibration and side to side spec only at the zero thickness setting. Repair of the device included replacement of the standard repair parts. Post repair analysis revealed corrosion to the motor. The motor met electrical spec. The reported event was not confirmed during testing and there are no issues with control bar positioning or calibration that would lead to the customer's reported event. There is no info regarding blade installation or the technique utilized during testing. It should be noted, however, that improper user technique and blade installation can lead to undesirable graft results. It should also be noted, per the instructions for use, "the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify calibration accuracy." Special care should be taken to verify continued accuracy." Special care should be taken during cleaning and sterilization to prevent the entry and accumulation of moisture into the handpiece that can lead to the corrosion and malfunction of internal components. The device was repaired and returned to the customer.